Event description:
According to the reporter: the instrument would not open, the handle locked when the clip was applied. Once the handle released, the clip applier jaws crossed causing bleeding and trauma to the tissue. Force was used to remove the clip applier so tissue and bleeding could be properly treated.

Manufacturer narrative:
(B)(4)

Manufacturer narrative:
(B)(4). Follow up report sent to FDA on 03/13/2015.